Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision reverse total shoulder replacement, dr (B)(6), (B)(6) hospital (B)(6) 2018. Primary implant date: (B)(6) 2015. Revision reverse shoulder replacement was performed due to patient presenting to surgeon with pain. The glenosphere and humeral liner were exchanged due to ware noted on inferior edge of liner. The inferior screw was removed and replaced with a shorter screw due to inferior screw length was noted to be to long. Male patient initials ta, aged 67 years, dob: (B)(6). Doi: (B)(6) 2015; dor: (B)(6) 2018; unk shoulder.

Manufacturer narrative:
(B)(4). No products were returned for this complaint. Based on the investigation performed no product defect was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The DHR analysis of the batch 5244274/ product code (B)(4), shows an initial conformance of these products with regards to the specification. For this batch, there was no deviation or non-conformance. Thirty parts were manufactured in february 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.